Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input during therapy and transportation of a patient (medication, programmed amount and delivery rate unknown). It was reported that the device had to be manually turned back on and reprogrammed for the therapy. It was also reported there was no patient injury and therapy was continued.